Event description:
It was reported that the pt would be having her vns generator replaced due to end of service. An implant card was later received indicating that the lead was replaced as well because it was fractured. The surgeon had difficulty removing the lead pin from the generator causing him to fracture the lead. Diagnostics following replacement of the lead and generator were normal. The explanted lead and generator were returned for analysis. The entire lead was not returned. One of the lead pins was returned inside the generator cavity detached from the rest of the lead. Analysis of the generator confirmed the generator was at end of service and the generator performed to specifications. Further analysis to evaluate for possible causes for the removal difficulties is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.